Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section d9, section h3, and to provide the completed investigation results. The actual device has been returned for evaluation. 1 investigation of the actual sample. 1.1actual sample upon receipt. A guidewire main body (the peeled piece was not returned). 1.2 visual inspection of the actual sample. In the guidewire main body, the outer layer had been peeled off and the wire had been exposed at approximately 195mm - 260mm from the distal end (total length was approximately 65mm). 1.3 magnifying inspection of the actual sample. The end at approximately 195mm from the distal end was straight and had a step. The fractured surface of peeled outer layer was smooth. The end at approximately 260mm from the distal end had an arc shape and a gentle slope. No anomaly such as a scratch was found in other sections. 1.4 confirmation of the dimension. The outer diameter of normal section met the factory's specifications. No anomaly was found. 2 history investigation of the product with the involved product code/lot number · since the lot# was unknown, the manufacturing record and the shipping inspection record could not be investigated. · in the past two years, we have not received any similar complaints of the involved product caused by the manufacturing process. 3 past simulation test. We have experienced that when a radifocus guide wire m was used in combination with a metal needle, the outer layer was peeled off. When the outer layer was peeled off due to use in combination with a metal needle, the following characteristics were confirmed. The outer layer was peeled off over half the circumference, and the wire was exposed. The fractured surface of outer layer was smooth. The distal side of peeled outer layer was straight and had a step. The rear end side of peeled outer layer had a gentle slope. These characteristics were likely to be similar to those of the actual sample. 4 cause of occurrence/conclusion. Since the lot number was unknown, the manufacturing record and the shipping inspection record could not be investigated. Based on the investigation result, as a possible cause of occurrence, it was likely that when the actual sample was used in conjunction with a metal needle, it was manipulated in the removal direction, causing it to come into contact with the metal needle and the outer layer to peel off. In addition, it was inferred that the missing length of outer layer was approximately 65mm. Relevant IFU reference: "do not manipulate or withdraw the guidewire m through a metal entry needle or a metal dilator. Manipulation and/or withdrawal through a metal entry needle or a metal dilator may result in destruction and/or separation of the outer polyurethane coating requiring retrieval. A plastic entry needle is recommended when using this wire for initial placement." Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.

Manufacturer narrative:
D4: lot number: unknown. D4: expiration: unknown due to unknown lot number. D4: UDI: n/a as this product code is not exported to the us market. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E1: address: republic of korea. G4: 510k: k926214. H4: device manufacture date: unknown due to unknown lot number. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. Since the lot# was unknown, the manufacturing record and the shipping inspection record of the product with the involved product code/lot# could not be investigated. In the past two years, we have not received any similar complaints of the product with the involved product code due to manufacturing defects. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.

Event description:
The user facility reported sheared coating. The wire coating was sheared at the end of the tip. The sheared piece may remain inside the patient's body.